Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Concomitant medical device: the therapy date for the following device is unknown: model: 1192; scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation after having bent to pick up an object. Reprogramming was attempted to no avail. X-ray images revealed the lead had migrated slightly. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which a new lead was implanted. The reported lead remains implanted at this time; however, it is not being used to provide therapy. Effective stimulation was restored following the procedure.